Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed failed battery test and batteries were only lasting two days. Customer's blood glucose was unknown. Customer mentioned she was using a dexcom with the insulin pump. Customer was advised it was off label use. Troubleshooting was performed. Customer inserted a new battery and customer stated the device was dying on her at the moment. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.